Manufacturer narrative:
Block e1 (initial reporter city, initial reporter state): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 11mm from the proximal pierced hole. It was also found that the distal tip of the working length was cut. The distal tip was observed under magnification, and the cutting wire was broken, and the ends of the broken cutting wire were blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue leading to break it. Additionally, the device was returned with a cut at the distal section due to the customer manually cutting the device to remove it from the duodenoscope without damaging the duodenoscope. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a sphincterotomy procedure performed on (B)(6) 2023. During the procedure, the truetome was inserted. Everything went normal until the generator was activated. The cutting wire of the truetome 44 broke in the middle. It was reported that no part of the cutting wire detached and fell into the patient. The duodenoscope was removed from the patient, and the device was manually cut and removed it from the duodenoscope without damaging the duodenoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a sphincterotomy procedure performed on (B)(6) 2023. During the procedure, the truetome was inserted. Everything went normal until the generator was activated. The cutting wire of the truetome 44 broke in the middle. It was reported that no part of the cutting wire detached and fell into the patient. The duodenoscope was removed from the patient, and the device was manually cut and removed it from the duodenoscope without damaging the duodenoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter city, initial reporter state): (B)(6). Imdrf device code a0401 captures the reportable event of cutting wire broken.